Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device was powered on for approximately six hours during testing and no unexpected disconnects or reboots were observed. The unit was determined to be functioning as designed.

Event description:
The customer reported the device turns off intermittently even when connected to a docking station. No patient impact or consequences were reported.